Event description:
It was reported that during service at the user facility, the power cord was observed to have burn marks. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during service at the user facility the power cord was observed to have burn marks. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The device was repaired at the user facility by a manufacturer field service technician and returned to service.